Event description:
Reportedly, the device was found in standby mode (backup mode).

Event description:
Reportedly, the device was found in standby mode.

Event description:
Reportedly, the device was found in standby mode (backup mode).

Manufacturer narrative:
Preliminary analysis showed that the device switched in standby mode due to corruption of some data in device memory. The device has been properly re-initialized on (B)(4) 2014.